Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. After the closure device was successfully released, a thrombus was noted on the face of the closure device. The physician chose not to aspirate the clot for fear of a stroke. The patient was kept on oral anticoagulants in response to the thrombus and follow up transesophageal echocardiography (tee) imaging is intended to be performed at a later date. The patient was extubated without any further issue and no neurological deficits were noticed.